Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked. Allegedly, the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/06/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inexplicable reboot events, which are potentially indicative of the reported event, were observed in the black box data. Visual inspection revealed that the battery compartment was cracked between the grip pad and the case seal; the relation of this device failure to the reported event could not be determined, as the reported event was not duplicated. The returned battery cap, which was able to secure to the pump per the instructions for use, was observed to be free of damage. The pump was exercised for 24 hours, during which no power-interruptions were observed. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no internal defects were observed.